Event description:
It was reported that the guidezilla was pulled apart. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the guidezilla was entangled with the guidewire and was pulled apart. The procedure was competed using a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that the guidezilla was pulled apart. A guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the guidezilla was entangled with the guidewire and was pulled apart. The procedure was competed using a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned device consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip were microscopically and visually inspected. Inspection revealed a partial separation at the collar, a kink in the hypotube located 36.3 cm from the strain relief, and tip damage (misshaped). Microscopic inspection found the remainder of the device free of damage.